Event description:
The complainant alleged that the medics were treating a pt (age unknown), who was in cardiac arrest. The medics first paced the pt for a short time, but that they were unable to obtain heart rhythm capture. They then defibrillated the pt twice at 360 joules. At this point the pt had arrived at the hospital. The device was changed to the hospital defibrillator, but continued to use the same stat pads multi-function electrodes that the medics had applied to the patient in the field. The nurse attempted to defibrillate the pt a third time at 360 joules, but the device displayed a "poor pad contact" error message. The nurse then pressed down on the pad with her hands, and she heard a sizzling sound and the pt received the 360 joules shock, but a hole was blown in the top of the anterior pad. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt had already expired when the reported problem occurred. The complainant indicated that the electrodes had been applied to the pt's chest, without the pt's chest hair first being clipped. Please reference both sides of the attached copy of the stat pads multi-function electrode package insert, which warns the user: "excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns. Clip excess hair prior to pad application."